Manufacturer narrative:
As reported, the advancer tube of the 6/7f mynxgrip vascular closure device (vcd) did not come out. It seems like the problem of a sealant. There was no reported patient injury. The vessel type was arterial. The puncture femoral site is tortuous. The vessel level of tortuosity is none. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). The user shuttled down completely. There was significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not visible. A non-cordis closure device was used to complete the procedure. Hemostasis was achieved with manual compression. The patient's hospitalization was not extended as a result of the event. The patient has recovered. The product was not returned for analysis. A device history record (DHR) review of lot f1735501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy- advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy could not be determined. Based on the limited information available for review, handling factors (significant resistance when shuttling down). According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the advancer tube of the mynxgrip vascular closure device (vcd) did not come out. It seems like the problem of a sealant. There was no reported patient injury. The vessel type was arterial. The puncture femoral site is tortuous. The vessel level of tortuosity is none. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). The user shuttled down completely. There was significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not visible. A non-cordis closure device was used to complete the procedure. Hemostasis was achieved with manual compression. The patient's hospitalization was not extended as a result of the event. The patient has recovered. The device will not be return for evaluation.